Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On feb 11th 2020, senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made.

Manufacturer narrative:
The sensor was successfully removed during the second removal attempt . The high rate of inability to remove sensor is being addressed under corrective and preventive action. No further investigation was found necessary.